Manufacturer narrative:
The subject stent was discarded by the facility and was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. According to a report from the facility, omsc considers that the position of the stent or the condition of the patient was attributed to the stent migrating. In addition, the stent contacted duodenum and bleeding occurred. However we could not establish a causal association between this event and patient death. The device instruction manual has warned users "after placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, and if there are four side flaps in the side of the duodenum, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps. If necessary, periodically exchange the stent. The stent may deteriorate over time and could become clogged. The status of the stent can change with the condition of the patient (e.g., inflammation, remittance of biliary tract stenosis etc.). The stent may deteriorate over time, causing the side flap to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the stent may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the stent part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding." This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report number 8010047-2013-00732.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and omsc found that this report is required. Omsc was informed that the doctor removed a metallic stent placed in the terminal patient with gallbladder cancer and placed two stents separately to rhd and lhd since the metallic stent was clogged. 7 days later, the doctor noticed one of stents was missing and there were some scars of ulcer and bleeding in the duodenum on the side opposite to the papilla. The doctor treated them with clips. After 8 days, other stent migrated about 40mm from the papilla and the duodenum on the side opposite to the papilla in a different area as last time was bloodied. The doctor confirmed bleeding point and stopped bleeding by using clips. The patient died vomiting blood 4 days after the procedure. This is the second of two reports.